Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" error message upon powering on" was confirmed during the functional testing and based on the review of the archive data. The root cause for the customer reported system error was an internal communication error. Upon visual inspection, no physical damage was observed. The archive data indicated system error - user advisory (ua) 132 (internal watchdog timeout); thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on; thus, confirming the reported complaint. Zoll service personnel performed the firmware reloading and device initialization to remedy the system error. Upon reloading the firmware, the platform was re-evaluated through the run_in test using the 95% large resuscitation test fixture (lrtf) with good known test batteries until discharged without fault or error. Upon further testing, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to regular use of the device. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform passed the run-in test without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.